Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a photos for catalog 307731, lot 1906249, to investigate for this record. Visual inspection of the photo provided reveals a breakage of the syringe plunger. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. Bd has initiated corrective and preventive actions with the aim of reducing the recurrence of this kind of defect in the emerald syringes. Considering our in-coming and in-process inspection, no additional corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Root cause: blockage in the primary packaging machine feeder.

Event description:
It was reported that 2 syringe 5ml ls emerald experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: when opening the package of the 5 ml syringes, the cap is no longer on the plunger, so the syringe cannot be used. 2 syringes with the same problem and packaging ready for investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 5ml ls emerald experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: when opening the package of the 5 ml syringes, the cap is no longer on the plunger, so the syringe cannot be used. 2 syringes with the same problem and packaging ready for investigation.